Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 313mg/dl, 185mg/dl, 201mg/dl. Tests were done within < 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.